Event description:
Boston scientific received information that the patient with this right ventricular lead had presented with an epicardial effusion. The patient was rushed to the ER, where it was determined the rate adaptive pacing went to passive and the minute ventilation was atrial tachy response only, with a rate response of 8. The attending health care professional attempted to reset the pacing, however, the physician believed the lead placement to be the concern and no capture was observed. Device settings were reset and the patient was admitted to the hospital overnight to be checked the following day. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It is believed that what the reported meant to state was the patient presented with a pericardial effusion. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.